Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that the speaker is defective. It is unconfirmed if the speaker was able to produce sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and provided part information about a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.